Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device was imbedded in uterus and had perforated colon") and gastrointestinal injury ("essure device was imbedded in uterus and had perforated colon") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced embedded device (serious criteria medically significant and clinically significant/intervention required), gastrointestinal injury (serious criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain and cramping"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the embedded device, gastrointestinal injury, abdominal pain, headache, nausea and procedural pain outcome was unknown. The reporter considered embedded device, gastrointestinal injury, abdominal pain, headache, nausea and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: ultrasound scan vagina result was right essure was imbedded, had perforated colon. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and approximately two years later, it was found that her essure device was imbedded in uterus (embedded device) and had perforated colon (seen as gastrointestinal injury). Plaintiff underwent a bilateral salpingectomy to remove essure device. Both the events are anticipated in the reference safety information for essure. Uterine perforation/partial perforation may occur with trans-cervical intrauterine procedure. Uterine/partial perforation and perforation of organs with essure may occur, most often during insertion. In this case, the exact time point and mechanism of these perforations are unknown. However, based on the events' nature, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device was imbedded in uterus and had perforated colon"), gastrointestinal injury ("essure device was imbedded in uterus and had perforated colon"), uterine perforation ("perforation (uterus wall on the right side)") and fallopian tube perforation ("perforation (fallopian tube)") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included depression, uti, migraine, multigravida, parity 2, breast cancer (paternal grandmother), pollen allergy, hives (codeine-allergy), rubber sensitivity and seasonal allergy. She had denied alcohol and tobacco use. Concurrent conditions included obesity, muscle ache, vomiting, fever, cough, chest discomfort, difficulty breathing and ovarian cyst. Family history included heart disease, unspecified, cholesterol levels raised, hypertension, diabetes, pulmonary thrombosis, ovarian cancer, lung cancer, stroke syndrome (paternal grandmothers,paternal grandfather) and colon cancer. Concomitant products included ibuprofen since 2015, ondansetron (zofran) since 2015, sertraline (zoloft) from 2013 to 2015 and topiramate (topamax) from 2014 to 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain (specify which one weight gain 181 lbs at placement to 210 lbs at removal)"), fatigue ("fatigue"), insomnia ("insomnia"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes"), fluid retention ("excessive fluid retention"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("right lower quadrant pain"). In 2015, the patient experienced the first episode of nausea ("nausea"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches") and the second episode of nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, gastrointestinal injury, uterine perforation, fallopian tube perforation, abdominal pain, procedural pain, female sexual dysfunction, weight increased, insomnia, hot flush, fluid retention, migraine, alopecia, depression and urinary tract infection outcome was unknown, the headache, the last episode of nausea and abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, fatigue, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fluid retention, gastrointestinal injury, headache, hot flush, insomnia, menorrhagia, migraine, procedural pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: during insertion procedure, the essure device was fired. Upon removal of the essure device, the right coil could not be visualized. The catheter was removed from the hysteroscope. The catheter was examined and the coil was not visualized. It was presumed that the coil was deep into the right fallopian tube; however, this could not be confirmed. Because of uncertainty, the decision was made to proceed with a laparoscopic bilateral tubal occlusion. The hysteroscope was removed; normal uterus and bilateral fallopian tube and ovaries were visualized. The coil in the right fallopian tube could not be visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2016: right essure was embedded, had perforated colon current weight: 234 lbs. The final pathologic diagnosis from essure devices removal procedure on 03-oct-2016 showed disordered proliferative type endometrium, cervix with mild acute and chronic inflammatory and bilateral fallopian tubes with essure coils and paratubal cysts at the fimbriated end. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, migraines, abdominal pain, abdominal pain lower, nausea, and urinary tract infection. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: the medical record received: the case got medically confirmed yes, reporters added, concurrent condition, medical history added. Pathologic test results added, confirmation of events from medical records was also added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device was imbedded in uterus and had perforated colon"), large intestine perforation ("essure device was imbedded in uterus and had perforated colon"), uterine perforation ("perforation (uterus wall on the right side)"), fallopian tube perforation ("perforation (fallopian tube)") and gastrointestinal injury ("essure device was imbedded in uterus and had perforated colon") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included depression, uti and migraine. Concurrent conditions included obesity. Concomitant products included ibuprofen since 2015, ondansetron (zofran) since 2015, sertraline (zoloft) from 2013 to 2015 and topiramate (topamax) from 2014 to 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain (specify which one weight gain 181 lbs at placement to 210 lbs at removal)"), fatigue ("fatigue"), insomnia ("insomnia"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hot flashes"), fluid retention ("excessive fluid retention"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("right lower quadrant pain"). In 2015, the patient experienced the first episode of nausea ("nausea"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), large intestine perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain and cramping"), headache ("headaches") and the second episode of nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016, oophorectomy on (B)(6) 2017), surgery (bilateral salpingectomy on (B)(6) 2016, oophorectomy on (B)(6) 2017), surgery (bilateral salpingectomy on (B)(6) 2016, oophorectomy on (B)(6) 2017), surgery (bilateral salpingectomy on (B)(6) 2016, oophorectomy on (B)(6) 2017) and surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, large intestine perforation, uterine perforation, fallopian tube perforation, gastrointestinal injury, abdominal pain, procedural pain, female sexual dysfunction, weight increased, insomnia, hot flush, fluid retention, migraine, alopecia, depression and urinary tract infection outcome was unknown, the headache, the last episode of nausea and abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, fatigue, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fluid retention, gastrointestinal injury, headache, hot flush, insomnia, large intestine perforation, menorrhagia, migraine, procedural pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2016: right essure was embedded, had perforated colon current weight: 234 lbs. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. This case concerns 23 year old patient. Her demographics was updated. Her historical condition and concomitant was added. Essure indication was amended. Concomitant medications were added. Events: perforation (uterus wall on the right side), perforation (fallopian tube), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), weight gain (specify which one weight gain 181 lbs at placement to 210 lbs at removal), fatigue, insomnia, dysmenorrhea (cramping), hot flashes, excessive fluid retention, migraines, hair loss, depression, nausea, uti (urinary tract infection), vaginal discharge, right lower quadrant pain and she did not underwent essure confirmation test. Events: right lower quadrant pain, nausea and headaches had improved whereas bleeding/cramping, discharge and fatigue has resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and approximately two years later, it was found that her essure device was imbedded in uterus (embedded device) and had perforated colon (seen as gastrointestinal injury). Plaintiff underwent a bilateral salpingectomy to remove essure device. Both the events are anticipated in the reference safety information for essure. Uterine perforation/partial perforation may occur with trans-cervical intrauterine procedure. Uterine/partial perforation and perforation of organs with essure may occur, most often during insertion. In this case, the exact time point and mechanism of these perforations are unknown. However, based on the events' nature, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.